Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer¿s blood glucose level was 166 mg/dl. Troubleshooting was performed. Customer the lcd screen was damaged, and the drive support cap was loose. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test and occlusion test. Pump received with minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.